Event description:
Pt had an uae one year ago performed through their arm. Pt had a 6 cm hematoma. Since the surgery their bleeding has been very bad and continues to be very bad. Pt has had a second surgery for the hematoma.